Event description:
The surgery center reported that a laser vision correction patient developed a flap striae on the left eye (os) at 1 day post op exam. The flap striae resulted in a flap and rinse (refloat) to be performed. There was no loss of best correct visual acuity (bcva). There were no comments or complaints from the patient.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.